Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level was of 23 mg/dl. Customer's blood glucose value was 300 mg/dl at the time of the incident and current blood glucose value was 166 mg/dl. Customer stated that they tried her thigh and went to blood glucose of 23 then woke up at the middle of the night with 280 then tested at 5 am it was in the 100's. The customer was assisted with troubleshooting and declined for low blood glucose. The customer was treated with manual injection. Customer will not return device for analysis.